Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap is partially fractured distal to glue zone; the fiber is fractured at the beveled edge the distal end of the glass cap is not returned; the heat shrink tube is melted at the open end; the proximal part of the fiber/glass cap is blackened. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, a big flash of light was observed and the fiber stopped working. The fiber was exchanged and the case completed using a second fiber. There was no report of patient injury. Time expended: 04:52 minutes. Joules used: 23,511.